Manufacturer narrative:
A supplemental MDR is being submitted as this MDR was reported in error. The section of this report has been updated: h10 narrative text. Correction: additional information was obtained that the sheath distal tip was not split as previously reported in this MDR against the 16fr esheath. Engineering observation noted that the liner was torn, not split at the tip. The esheath was removed without injury to the patient. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after successful implant of a 29mm sapien 3 valve, in the aortic position, during removal of the delivery system difficulty was encountered. The system became caught on the tip of e-sheath, resulting in esheath buckling and twisting and causing a big bulge in the sheath. The balloon was on negative pressure to reduce the profile. The system was able to remove from the sheath without complication. The esheath was removed without causing injury to the patient. Upon visual inspection of the sheath post procedure, the sheath was ¿tearing¿ at the tip and sheath distortion was noticed. The patient was discharged one day post procedure. The patient¿s vessel was severely tortuosity; however, the patient¿s minimum luminal diameter (mld) measured 11.0mm. Per report, the anatomy was extremely tortuous, and may have contributed to the event. Under circumstances, the sheath behaved well. It was clarified that the ¿tear¿ was a distal tip split parallel to the esheath liner. As reported, the physician did double check that the balloon was deflated properly and on negative pressure, the inflation device was pulled back all the way. In addition, an echo (tte) and fluoroscopy were performed between balloon deflation and withdrawal of the delivery system, which means that there was sufficient time for the balloon to be completely deflated prior to withdrawal attempt.